Manufacturer narrative:
Product identifier is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a literature titled "metal hypersensitivity after spinal instrumentation: when to suspect and how to treat" via a manufacturer representative regarding a patient with pain and hypersensitivity for anterior lumbar interbody fusion (alif) spinal therapy at l5-s1. It was reported that the case of a (B)(6)-year-old woman with metal hypersensitivity 6 years status post anterior lumbar interbody fusion after a previously failed revision procedure who presented with low back pain and abdominal pain with food intolerance. Diagnostics revealed presacral fluid collection, which was negative for infection. A detailed workup ruled out other possible differential diagnoses and confirmed hypersensitivity to nickel. Intraoperatively, the interbody was loose but difficult to remove secondary to scar tissue. Ultimately, it was successfully replaced with a polyetheretherketone interbody, which did not contain nickel. Metal hypersensitivity is likely an underreported complication in spine literature that is associated with poor outcomes. Further research to create evidence-based guidelines on diagnosis and retreatment options will facilitate diagnosis, reduce time to revision surgery, and ultimately decrease patient suffering.